Event description:
It was reported that during a heart procedure the catheter was inserted in the operating room and cardiac output could not be obtained. The patient was moved to ICU and the same problem reoccurred. The svo2 was fine. The cables are monitors were changed without success. It was noted that after 24 to 48 hours the pa pressures appeared to be "really high". It was noted that when the catheter was moved or "jiggled", the co measurements disappeared. When the catheter was removed, the balloon was intact and the catheter appeared fine. There were no patient complications.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe and contamination shield. The proximal end of the contamination shield was approximately 80cm from the tip. The catheter ran continuous cardiac output (cco) on the laboratory's vigilance I and vigilance ii monitors for 5 minutes with no error messages observed. There were no visible inconsistencies observed on the eeprom data. The thermistor circuit was continuous. However, the thermal filament circuit was intermittent when flexing. The intermittent condition was located at the weld between the lead wire and thermal filament. The thermistor was submerged in a 37.0c water bath and read 37.0c on both vigilance I and ii monitors. Thermistor temperature reading accuracy is +/- 0.3c, per the vigilance manual. Resistance value of the thermal filament circuit could not be obtained due to the intermittent condition. Both the thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The lot number was not provided, therefore, a review of the manufacturing records could not be completed. Although the reported defect was confirmed, there was no evidence of a manufacturing defect found during the evaluation. The intermittent condition may be due to handling, including flexing and stretching. No actions will be taken at this time.